Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2019 the following findings: during investigation, there was no damage or peeling to the keypad. All the keys were responsive to user presses. The keypad was removed and there was contamination under all the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad. This report is made based on results of investigation completed on (B)(6) 2019.